Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise was observed on the stored episodes for vf. As a result, hv therapy was inappropriately delivered. The lead was capped.